Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and lead exhibited a high out of range pace impedance measurement. The polarity had switched to unipolar due to the out of range measurement. The polarity was programmed back to bipolar with stable measurements observed. Boston scientific technical services (ts) discussed continued monitoring. No adverse patient effects were reported.